Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35 mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and at that time it was noted the patient had a pericardial effusion. The patient had a drop in blood pressure due to the pericardial effusion. The patient was given vasopressor to help with the blood pressure drop and as they stabilized the procedure was continued. The patient went into ventricular tachycardia followed by a temporary cardiac arrest. The patient then began to stabilize with the rhythm becoming normal and their blood pressure recovering. The physician tapped the effusion and drained blood and fluid from the patient. The patient had a pericardial drain placed to help drain any additional fluid. The closure device was successfully implanted in the patient and the procedure was ended.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and at that time it was noted the patient had a pericardial effusion. The patient had a drop in blood pressure due to the pericardial effusion. The patient was given vasopressor to help with the blood pressure drop and as they stabilized the procedure was continued. The patient went into ventricular tachycardia followed by a temporary cardiac arrest. The patient then began to stabilize with the rhythm becoming normal and their blood pressure recovering. The physician tapped the effusion and drained blood and fluid from the patient. The patient had a pericardial drain placed to help drain any additional fluid. The closure device was successfully implanted in the patient and the procedure was ended. It was further reported that the pericardial effusion resolved and the patient has since been discharged from the hospital.